Event description:
The pt stated that the adhesive of her infusion set does not stick to her skin. She stated that she attempted to insert 3 headsets in a row and none would stick to her skin. She stated that she is not using any new lotions or creams on her skin. She stated this is the only box that she has experienced the issue with. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for eval.